Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. D4 batch #: a9c60g. Additional information was requested and the following was obtained: it would be jaws that did not close when trying to coagulate (issue with the spring) when trying to remove the instrument, the inner shaft of the instrument body would loosen. There were no consequences for the patient. ¿ did the electrode ceramic separate or break off? We can say that due to the return of the clamp. ¿ did the I blade get damaged or break off? Unknown. ¿ is the jaw damaged but not broken off? Unknown. ¿ is the top jaw loose but not detached? Unknown. ¿ is the top jaw ptc material damaged? Unknown .¿ is the black ptc in the upper jaw detached? Unknown. ¿ is the top jaw broken off the of the device? No. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the jaws and active rod detached and returned. In addition, it was observed that the cable was cut. No functional testing could be performed due to the device's condition and we were unable to investigate further the difficult to open or close jaws as reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch a9c60g, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, during use of the device, the device separated from the handle in patient on laparoscopic. Inability to coagulate in the emergency. The device and the sheath fell into the abdomen, use of another device. No patient consequences for the moment